Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual/microscopic inspection: the safety clip was missing upon receipt. The tuohy borst valve was loose, and the two-way stop cock was not returned. The metal rod of the delivery system was noted to be bent at the distal end. The outer catheter was broken approximately 56mm from the strain relief and stretching was noted around the break. The stent graft was partially deployed and protruded approximately 11mm from the tip of the outer catheter. Bent struts were noted in the undeployed portion of the stent graft. No other anomalies were noted to the stent graft. Functional/performance evaluation: functional testing could not be performed, as the delivery system was returned with the outer catheter broken. Medical records review: no medical records have been made available to the manufacturer. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for partial deployment, as the stent graft was returned partially deployed. It should be noted that an outer catheter break is also confirmed. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the flair endovascular stent graft instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported the stent graft was unable to be deployed. The health care provider removed the device in its entirety without difficulty. The hcp further reported that another stent graft was used to complete the procedure. There was no reported consequence or impact to the patient.